Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing, due to this issue user was unable to dispense medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran a downtime query, confirming that there were no carefusion coordination engine (cce) disconnected flags. The tss then ran a critical override reason query using sql server management studio (ssms), which showed no stations in critical override, and verified from pyxis enterprise server (pes) that synchronization details such as last download, last upload, last publish, and last heartbeat were current and there were no issues. The tss reviewed the provided patient sample and confirmed that the orders were present under the orders tab. The tss also dialed into the station, where the patient was admitted, and verified that the patient details were populated; however, due to customer support center (csc) limitations, order visibility on that specific station could not be fully validated. The tss shared updates with the customer via email, and the customer later confirmed that the orders were visible and had successfully crossed over to the station and there were no issues. The system functioned as intended.